Manufacturer narrative:
(B)(4). Investigation results: visual examination of the complaint device revealed the balloon had a pinhole over the proximal ro marker. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge, but none of them showed abnormalities. Functional analysis could not be performed due to the balloon lumen was occluded and it was not possible to unblock it. Additionally, it is possible that a dry contrast was the cause of the lumen occlusion. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose such as; the technique used by the physician to insert the device, the amount of strength applied by the customer during the movement of the balloon, and/or the interaction between the scope and the balloon. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the duodenum and common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, an attempt was made to inflate the balloon; however, the balloon would not inflate and it seemed that there was a leak at the distal portion of the balloon. The procedure was completed with another hurricane rx balloon of a larger size. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon found a pinhole; therefore, this is now an MDR reportable event.